Event description:
Dec 1996 on mammogram a severe silicone rupture was shown. Causing some pain and disease symptoms. Dry eyes, arthritis joint swelling, loss of hair, fatigue, muscle aches, had 1st surgery to explant on 4-29-97. Because of severe rupture to left breast, a subcutaneous mastectomy was performed. The right breast was found to be ruptured as well but held within capsule. Scar capsules also were removed. 2nd reconstruction surgery to happen later this year.